Event description:
A report of a fractured stent was noted during an academic conference for interventional cardiology. The stent showed a delayed stent fracture. Further details are unk. Add'l info will be submitted 30 days upon receipt. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Na